Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), and another manufacturer's defibrillation lead, may need a right ventricular lead replacement. The patient reported their device was not functioning properly due to their right ventricular lead. No adverse patient effects were reported. The device was later explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The available information suggests this device remains in service. Should additional information become available this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.